Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material #309657, lot # 4207944. Verbatim: I left you a voicemail and texted you a photo of the two 3ml syringes we have in stock. They both have the same ref# 309657, however, one says plastipak and the other does not. Has bd undergone a packaging or manufacturing change for this syringe? We have had multiple incidences of leaking syringes and are trying to narrow down the culprit. This is an issue with 3 ml syringes used with maxzero?

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a photo was received by our quality team for evaluation. The photo was of packaging and did not show the defect. Therefore, the reported incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.